Event description:
Caller states the patient tested greater than or equal to 8.0 inr on the coaguchek test system and 2.4 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system and replacement was sent.